Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleged sinus infection, skin irritation, headache and pain behind one eye. There was no report of medical intervention. During the investigation, the manufacturer observed powered up the device and confirmed airflow using a known good power supply and power cord. During review of the error logs, the manufacturer determined that the device was likely reset prior to manufacturer receipt due to the machine having 1870.0 hours and 0 blower and therapy hours. No care orchestrator data was available for download. The manufacturer performed an investigation of the device and found no issues with any mechanical or electrical parts of it. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The manufacturer concludes there was no evidence of sound abatement foam degradation and was not able to confirm the complaint or address the symptoms